Event description:
Reportable based on device analysis completed on 11oct2013. It was reported that the guidewire was unable to be inserted to the device. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous right superficial femoral artery. A 4.0mm x 1.5cm x 140cm small peripheral cutting balloon catheter was selected to treat the lesion during a percutaneous peripheral intervention procedure. A guidewire was placed across the lesion. The guidewire was then attempted to be inserted into the guidewire lumen of the catheter; however, it was noted that the guidewire was not able to be inserted. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is good. However, device analysis revealed a shaft detachment.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. It was observed that there was a shaft break 25.1cm from the catheter tip. The shaft was stretched at the break site. The balloon protector was returned over the balloon. A slight kink was noted proximal to the proximal balloon bond. It was not possible to apply a vacuum to the balloon as the shaft was broken however during returned device analysis the balloon protector was removed from the balloon using a lot of force. A 0.014 inch guidewire was passed through the guidewire lumen with no resistance encountered. Analysis of the returned device indicates that there may have been difficulties encountered upon attempted removal of the balloon protector cap resulting in the shaft detachment and stretching. There were no issues with the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).